Event description:
Report received from spain stated: "the cutter does not cut. No pt impact. No further info is available."

Manufacturer narrative:
Additional info has been requested. The respondent stated no further info will be forthcoming.